Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 559453 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a planned device replacement procedure, the right atrial (ra) lead was noted to be replaced as it had dislodged at some unknown time and the device had been programmed into a single chamber mode. The ra lead was capped and not replaced. The right ventricular (rv) lead pacing impedance was noted to be varying and the physician suspected a lead integrity issue. The lead was capped and replaced. No patient complications have been reported as a result of this event.